Event description:
It was reported that there was an absence of audible alarm function at the central station. The visual alarm function was reportedly operating correctly. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.